Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced recurrent gerd and related chest pain resulting in explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2015. Patient began experiencing moderate heartburn, and chest/throat pain on (B)(6) 2016. Patient had pains and plaques suggestive of candida on (B)(6) 2016 and was determined to have recurrent gerd. Uneventful device explant due to recurrent gerd and related chest pain on (B)(6) 2016. The device was found in the correct position/geometry at the time of removal. Patient underwent a hernia repair and fundoplication immediately after device explant.